Event description:
The customer reported that the system intermittently failed to display live images. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.